Manufacturer narrative:
Method: the actual device was not evaluated, however implantech reviewed production records as well as performing trend analysis. Results: no device problem was found. There have been no other report complaints with either the manufacturing lot or associated sterile lot. Conclusions: displacement is a known inherent risk of implant procedures, and is addressed in the product labeling.

Event description:
This is the same patient associated with mdrs # 2028924-2022-00006 and 2028924-2022-00009. This event is associated with a chin implant which was explanted approximately 14 months post-op. Though the device may have been removed prophylactically due to infection concerns on the device associated with MDR # 2028924-2022-00006, the patient/complainant indicated that the surgeons who removed the device had indicated that "everything was out of place."